Manufacturer narrative:
(B)(4). This customer reported that when attempting to deliver energy to the pt, they saw an error message on the device. They switched to a different defibrillator. There was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that when attempting to deliver energy to the pt, they say an error message on the device. They switched to a different defibrillator. There was no impact to the involvement pt.